Event description:
Patient was revised to address inability to achieve full flexion due to oversize of the femoral component.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required to retrieve the device history records for reviewing and search the complaint database was not provided. The investigation could not draw any conclusions about the reported event; however, provided information suggests the size implant selected at primary surgery did not achieve the desired joint flexion. Provided information stated, the product was not suspected of failing to meet specifications or being contributing factors to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.